Event description:
It was reported that during a pta procedure, access through the right forearm fistula using a 7fr sheath and a benston wire, the balloon was placed in the right brachiocephalic vein, where it was inflated twice to a max of 24 to 25 atm. After the balloon was deflated, it was difficult to withdraw the deflated balloon from the fistula. The balloon totally separated from the shaft when attempting to withdraw it through the skin, since the sheath was removed to allow disrupted balloon removal. A small incision was made and a curved hemostat used to remove the balloon, after occluding both inflow and outflow through the fistula to prevent bleeding. After closing the incision and restoring the flow, a small thrombus was in the fistula body that easily removed. Patient left with a functioning fistula and no other apparent problems, per the doctor.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample has not been returned for evaluation to date. Based on the information received, the results are inconclusive and the root cause of the event is unknown. The current IFU (information for use) for this device states: warning: if resistance is felt when either removing the guide wire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.